Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8596sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid and bupivacaine via an implantable pump. The indications for use was malignant pain. It was reported that the patient stated they are having an MRI on 2024-jul-01, and the doctor wanted a manufacturer representative (rep) present to interrogate the pump after. The manufacturer's patient services specialist (pss) reviewed paging process. The patient stated they were having the MRI done because they were having the catheter replaced because there was a "crack in it". The patient stated their doctor told them "a good deal of the medication is going into the muscle". The patient stated they "don't have much muscle" because they weigh 103 pounds so the medication is "going to the wrong area" the patient also mentioned they are having the pump replaced at the same time to "limit" the number of surgeries they have.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter. H3: analysis of the catheter found no significant anomaly-catheter body; dried drug, blood or foreign material occlusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that they did a dye study and were unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap), suspected catheter blockage.